Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed, the video processor was unable to recognize camera head due to defective cable. It was also noted there were several white dots on the lens. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus there was no image during reprocessing of their 4k camera head. The were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the video processor was unable to recognize a camera due to a defective cable. The specific root cause of the defective cable could not be determined at this time. Olympus will continue to monitor field performance for this device.